Manufacturer narrative:
This supplemental report is being submitted to correct the date of event (see section b3), provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that the physician found the articulation sleeve cracked while preparing the probe to be used in a patient. The study was aborted as the physician did not want to use a defective device. Since the reported phenomenon was observed during equipment testing, there was no patient involved. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the crack in the articulation sleeve was due to weak durability of the sleeve material. A corrective and preventive action was initiated, which involved a change in the tip protector.

Manufacturer narrative:
The device is undergoing an evaluation, but has not yet been completed.

Event description:
Alleged transducer component issue. The investigation is in process.